Manufacturer narrative:
It was reported that the date of explantation was (B)(6) 2016.

Manufacturer narrative:
This report is filed on may 09, 2016.

Event description:
Per the clinic, the device was explanted (date not reported), due to an infection at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report, may 09, 2016.